Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ("perforation of bladder"), fallopian tube perforation ("perforation of fallopian tube causing bladder and colon to fuse"), intestinal perforation ("perforation of bowel") and embedded device ("migration of essure: coil embedded in other tissue") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included thermal ablation on (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and intestinal perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic discomfort ("pelvic discomfort"). The patient was treated with surgery (unilateral salpingectomy, laparoscopic surgery, removal of left coil). Essure was removed in (B)(6) 2013. At the time of the report, the bladder perforation, fallopian tube perforation, intestinal perforation, embedded device and pelvic discomfort had resolved. The reporter considered bladder perforation, embedded device, fallopian tube perforation, intestinal perforation and pelvic discomfort to be related to essure. The reporter commented: essure coils deployed routinely with 2 trailing coils on the right and 4 trailing coils on the left. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical record was received events added from pfs- perforation of bowel, perforation of bladder, perforation of fallopian tube causing bladder and colon to fuse, migration of essure: coils embedded in tissue, pain, left abdomen pain, essure confirmation test not conducted. And reporter information was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic discomfort ("pelvic discomfort") in a female patient who had essure inserted for female sterilization. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure device). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic discomfort outcome was unknown. The reporter considered pelvic discomfort to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.